Event description:
During implant, the lead was advanced into the epidural space "after much resistance." Stylets were changed "several times" with kinking of the lead due to the resistance. The lead end started to fray. It was stated that the physician was given a second lead to try (details not provided). There were no issues at the time with impedances. The case was aborted and the pt was referred for paddle lead implant. Further info was requested at the time of this report.

Manufacturer narrative:
(B)(4).